Event description:
A surgeon reported that the tubing clogged during a cataract procedure. Initially the staff changed the phacoemulsification tip and the handpiece. The problem still persisted until they changed the cassette pack. The procedure proceeded with no further issues. No sample was retained. Additional information was requested, however none has been provided to date. There was no known harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).